Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2018-02376. This report is submitted september 16, 2019.

Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted on april 1, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted in (B)(6) 2018 and it is unknown if the patient was reimplanted with a new device as of the date of this report.